Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿supply wiring does not pass through well¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the biopsy channel had foreign objects. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope biopsy channel had foreign objects. There was no patient involvement.